Manufacturer narrative:
The initial submission of this event was reported by the manufacturer under MFR. Report # 2916596-2018-01030. This report is being submitted as additional information. Approximate age of device- 1 year, 10 months. Manufacturer's investigation conclusion: the patient remains ongoing on vad support. Although the reported alarms were confirmed via the submitted log file, a specific cause could not be conclusively determined. X-rays of the driveline were submitted for evaluation but appeared inconclusive for potential driveline damage. An echocardiogram was done on (B)(6) 2018. There was no evidence of pericardial effusion, intracavity mass, thrombi, or vegetation. There was a heartmate ii lvad in place. Inflow cannula was visualized. Outflow graft was not visualized. Baseline speed was 9000 rpms. The aortic valve did not open. An ungrounded patient cable was requested for the patient. Multiple attempts requesting additional information regarding treatment were made; however, no additional information was received. The heartmate ii lvas IFU patient care and management section covers wear and tear to the driveline. The heartmate ii patient handbook¿s power module alarms section provides information on all system alarms and the actions associated to resolve the alarms. A section on handling emergencies is also provided. The heartmate ii patient handbook also contains a section on caring for the driveline; however, all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and patient handling. The heartmate ii patient handbook also contains important warnings related to pump stops. The patient handbook provides instructions for exchanging power sources and warns that at least one system controller power lead must be connected to a power source at all times. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. The manufacturer¿s technical services reviewed submitted log files and observed pump stoppages. X-rays submitted were unremarkable. Echocardiogram was unremarkable, and the patient was asymptomatic. The patient was discharged home with ungrounded power module patient cables. Additional information was requested, but not provided.